Event description:
The customer reports that during insertion the wire went in fine but came out unraveled and bent. The quickflash stayed in the patient and worked fine for the case. The patient condition is reported as "fine". There was no patient injury/consequence reported. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one arterial assembly for analysis and lidstock for evaluation. The catheter was not included with the returned sample and the spring wire guide was still inside the needle cannula. Visual inspection revealed the core wire broke approximately 7mm from the distal weld. The distal weld appeared full and spherical. The proximal end of the guide wire was still attached to its handle. No kinks were observed prior to functional testing, however, the wire did kink and separate near the proximal handle while attempting to remove the guide wire from the cannula. This did not affect the outcome of the investigation. Dried blood within the cannula made it difficult to advance the guide wire inside the cannula. The overall length of the core wire measured 115mm which is within specification of 113-117mm per product drawing. The outer diameter of the guide wire measured .442mm which is within specification of .432-.457mm per product drawing. The outer diameter of the guide wire measured .434mm which is within specification of .432-.457mm per product drawing. The inner diameter of the needle cannula measured .023" which is within specification of .0226-.0240" per product drawing. The spring wire guide was able to be removed from the needle cannula. An inventory spring wire guide of the same outer diameter as provided within this kit was passed through the needle cannula to functionally test the needle. The spring wire guide passed through with minimal resistance. While trying to remove the swg from the cannula, the swg kinked then separated near the handle. This did not affect the outcome of the investigation. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit warns the user "do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of the "spring wire guide needle resistance - unraveled" was confirmed through complaint investigation of the returned sample. Visual inspection revealed the core wire broke approximately 7mm from the distal weld. The returned guide wire and cannula met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates "arterial-swg/needle resistance, unraveled".

Event description:
The customer reports that during insertion the wire went in fine but came out unraveled and bent. The quickflash stayed in the patient and worked fine for the case. The patient condition is reported as "fine". There was no patient injury/consequence reported. Therapy was not delayed/interrupted.